Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The implantable cardioverter defibrillator was post paced t-wave oversensing on the ventricular lead. Oversensing was noted on the stored electrograms. The device was reprogrammed resolving the issue.